Event description:
It was reported that there was inappropriate rate response on the device. Technical support was contacted and the device was reprogrammed to resolved the event. During the follow-up in clinic, the device was not able to be interrogated. The electrocardiogram indicated that the device was pacing inappropriately from the previously established programming. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of pacing problem and inability to interrogate were confirmed. The device was received with intermittent telemetry communication and normal output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found at elective replacement indicator levels, with signs of rapid discharging. A feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.